Event description:
Pt experienced severe morphine withdrawal requiring admission to intensive care unit for seizures. Pt was treated with morphine and demerol, and stabilized after 2-3 hours. The pt's low reservoir alarm had sounded approximately seven hours prior to the onset of the event. The physician was concerned that the MFR's recommended 2.0 ml low reservoir alarm volume may be too low for some pts with increased sensitivity to medication levels. The MFR's recommended setting of the low reservoir volume to 2.0 ml is a guideline for physicians to follow when beginning therapy for their pts. The low reservoir volume amount is fully programmable, and will default to a 2.0 ml setting unless otherwise programmed for a different volume.